Manufacturer narrative:
Product event summary; the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) oversensing. It was noted there was intermittent t-wave oversensing (twos) identified in atrial fibrillation (af)/atrial tachycardia (at) episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed with the right ventricular (rv) lead, along with a fluctuation in r-wave sensing amplitudes. The rv lead was reprogrammed to integrated bipolar pacing, however, the twos was still observed. The rv lead remains in use. No patient complications have been reported as a result of this event.